Manufacturer narrative:
The reported events of high pacing threshold and low pacing lead impedance were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was partially extended clogged with blood. X-ray showed that the inner coil inside the connector region was over-torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over-torque of the inner coil. Visual inspection of the lead found no anomalies. Electrical tests and x-ray examination found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix of the lead failed to extend. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. The rv lead was not used and replaced during the procedure. The patient was stable throughout.